Manufacturer narrative:
(B) (4).

Event description:
It was reported that a confirmed pump motor stall was noted in the pump "attention dialogue box". The motor stalled on (B) (6) 2010 at 14:08. The pump was updated and no change was noted; the motor was still stalled on the date of this report. The pt was at an MRI facility on the date of the stall but did not have an MRI performed. No pt symptoms were reported. The hcp programmed the pump to minimum rate mode and planned to manage pt with oral medication. It was reported that the pump was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.